Manufacturer narrative:
Additional information: additional information was received and stated that the tip of the cartridge was not damaged. No damages in the haptic and optic. The user did not apply force when the iol was being delivered. The event was not observed during handling. The device did not cause or contribute to the event. The procedure was not completed with the same iol but a replacement was used instead. No issues with patient outcome. Healthcare provider information was also provided; therefore, section e1 is being updated in this supplemental report. No further information was provided. The following fields were updated accordingly: section e1: title (e.g., mr., ms.): dr. Section e1: first/given name: (B)(6) section e1: last name: (B)(6) section e2: health professional?: yes section e2: occupation: physician all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a single piece preloaded monofocal intraocular lens (iol) was scratched. There was no patient contact. The product is not available since it was discarded. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown as there is no patient contact. Section d6a. If implanted, give date: not applicable, as there was no patient contact. Section d6b. If explanted, give date: not applicable, as there was no patient contact. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.